Event description:
Using the appropriate diagnostic equipment, it was determined that the device was funtioning according to MFR's specifications. Due to continuing pt reports of poor sound quality, however, the device was electively explanted. Analysis of the explanted device subsequently suggested that the implant was functioning intermittently.